Event description:
It was reported that the drill bit broke. There was no adverse consequence to the pt.

Manufacturer narrative:
Historical data analysis determined that this was an isolated incident. The root cause is unk. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.